Manufacturer narrative:
B3: date of event is estimated. The return reason for service needed is confirmed since cigarettes dust existed in the unit, which possibly the customer was using the unit while smoking.

Event description:
It was reported that the patient was having issues with charging their device and received the system hot error code. The patient's oxygen levels dropped and they were sent to the ER where they were given oxygen. The patient was not admitted to the hospital and left feeling fine. Replacement device was received and there are no issues.